Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed on the stored egms. The oversensed signals were suspected to be myopotentials. The patient was asymptomatic. Programming changes were recommended.